Manufacturer narrative:
This supplement serves as a correction. The reported failure mode constant air in line alarm has been reassessed as not reportable. Our evaluation determined that the event did not pose a risk to the health of patients, users, or bystanders. Additionally, the report did not allege a serious injury or death, nor would the recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint. The flow rate was within the pump specifications at +/-5%. Reference to complaint #(B)(4).

Event description:
On 09/09/2024, , znyo medical received a report from a customer reporting air-in-line alarm kept coming up during pressure testing despite tubing being placed properly and not containing air. The flow rate deviation was too low. No patient injury/harm reported.

Manufacturer narrative:
There are no previous complaints on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third party provider where it was detected that the air-in-line alarm kept coming up during pressure testing despite tubing being placed properly and not containing air. Replacing the air-in-line and the pressure sensors and the pump's recalibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).